Event description:
The nurse reported that the central nurse's station (cns) was in signal loss with all tele devices. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's station (cns) was in comm loss with all tele devices. The issue was later found to be due to a server that had gone down. Restarting the server resolved the issue. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: comm loss is an error message displayed on individual bed tiles on the cns that alert clinicians that the connection between the cns and the device it is monitoring has been lost. During troubleshooting, it was identified that the server went down. The facility's biomed reset the server and the issue was resolved. Based on the available information, the cause of the comm loss issue is server shutdown. It is unknown what had caused the server to go down. A review of the history of the serial number (466) found no other complaints regarding communication loss or server going down. A possible cause of the issue is a power outage in the network closet. A CAPA is not warranted. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date. D6a & d6b. D7b f1 - f14 g4 device bla number. G5 g7 g8 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional information: b4 date of this report. D8 was this device serviced by a third party? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) was in signal loss with all teles. The issue was later found to be due to a server that had gone down. Restarting the server resolved the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical products: the following devices were being used in conjunction with the cns: transmitters: no model or serial numbers were provided.

Event description:
The nurse reported that the central nurse's station (cns) was into signal loss with all teles. No patient harm was reported.